Event description:
The pt received her scs system on (B)(6) 2010. The pt reported her ipg had been unable to charge for a month, and she did not have stimulation. The pt worked with the sjm rep over the phone to achieve stimulation with the programmer; the programmer showed the ipg battery was 1/4 full. The pt was asked to charge the ipg for a few hours and to call back with results. F/u attempt regarding status of the issue was unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.